Event description:
The patient stated that he experienced a high blood glucose of 700 mg/dl and a bent cannula, but the insulin pump never gave him a no delivery alarm. Offered to troubleshoot, but the customer declined as he had already changed the infusion set. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.